Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and lower abdominal pain. Concurrent conditions included uterine bleeding and back pain. Concomitant products included nsaid's. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced cervicitis ("infections / endo cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dysgeusia ("parageusia"), the first episode of migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ uti"), the second episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression (" depression"), anxiety ("mental anguish") and back pain ("pain lower back area"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and back pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, hypersensitivity, cervicitis, dysgeusia, urinary tract infection, the last episode of migraine, headache, nausea, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, cervicitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion. (B)(6) 2012: name of operation: endometrial biopsy. Diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012: emb: endometrium, biopsy: proliferative pattern endometrium; large number of polymorphous. Leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and lower abdominal pain. Concurrent conditions included uterine bleeding and back pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced cervicitis ("infections / endo cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dysgeusia ("parageusia") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, hypersensitivity, cervicitis, dysgeusia and migraine outcome was unknown. The reporter considered cervicitis, dysgeusia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. (B)(6) 2012:-name of operation: endometrial biopsy diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012:- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Most recent follow-up information incorporated above includes: on 18-jul-2018: medical record received. Reporter information was updated. Plaintiff demographic added. Concomitant disease and essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and lower abdominal pain. Concurrent conditions included uterine bleeding and back pain. On an unknown date, the patient started nsaid's at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced cervicitis ("infections / endo cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dysgeusia ("parageusia"), the first episode of migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ uti"), the second episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression (" depression"), anxiety ("mental anguish") and back pain ("pain lower back area"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and back pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, hypersensitivity, cervicitis, dysgeusia, urinary tract infection, the last episode of migraine, headache, nausea, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, cervicitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion (B)(6) 2012:-name of operation: endometrial biopsy. Diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012 :- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drug and events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection ¿ uti, migraines, headaches, nausea, depression, mental anguish and pain lower back area were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced cervicitis ("infections / endo cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dysgeusia ("parageusia") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, hypersensitivity, cervicitis, dysgeusia and migraine outcome was unknown. The reporter considered cervicitis, dysgeusia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion (B)(6) 2012:-name of operation: endometrial biopsy diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium. (B)(6) 2012:- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and medical record received:-reporter information, patient details, other relevant history, lab data, product information, events- abnormal bleeding (vaginal), menorrhagia, endo cervicitis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and lower abdominal pain. Concurrent conditions included uterine bleeding and back pain. Concomitant products included nsaids and paracetamol (acetaminophen). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding") and menorrhagia ("menorrhagia"), 3 years 9 months after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ uti"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced cervicitis ("infections - endo cervicitis"). On an unknown date, the patient experienced back pain ("pain lower back area"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), nausea ("nausea"), headache ("headaches"), alopecia ("hair thining") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea and dyspareunia was resolving, the hypersensitivity, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the menstrual disorder, cervicitis, dysgeusia, nausea, migraine, headache, depression, anxiety, alopecia and blepharospasm outcome was unknown. The reporter considered alopecia, anxiety, back pain, blepharospasm, cervicitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008, (B)(6) 2008 (B)(6) 2012:-name of operation: endometrial biopsy diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012:- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. She has been treated for allergy, psychological , bladder and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- eyelid twitching. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and lower abdominal pain. Concurrent conditions included uterine bleeding and back pain. Concomitant products included nsaids and paracetamol (acetaminophen). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding") and menorrhagia ("menorrhagia"), 3 years 9 months after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ uti"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced cervicitis ("infections - endo cervicitis"). On an unknown date, the patient experienced back pain ("pain lower back area"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), nausea ("nausea"), headache ("headaches") and alopecia ("hair thinning"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea and dyspareunia was resolving, the hypersensitivity, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the menstrual disorder, cervicitis, dysgeusia, nausea, migraine, headache, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, cervicitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2008, (B)(6) 2008. (B)(6) 2012:-name of operation: endometrial biopsy. Diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012:- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. She has been treated for allergy, psychological , bladder and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event "allergic reaction nos " was updated to from unknown. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and lower abdominal pain. *(B)(6) 2012:-name of operation: endometrial biopsy diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012:- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Concurrent conditions included uterine bleeding and back pain. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding") and menorrhagia ("menorrhagia"), 3 years 9 months after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ uti"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced the first episode of migraine ("migraines"). On (B)(6) 2012, the patient experienced cervicitis ("infections / endo cervicitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), dysgeusia ("parageusia"), the second episode of migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), back pain ("pain lower back area") and alopecia ("hair thining"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and back pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, hypersensitivity, cervicitis, dysgeusia, the last episode of migraine, urinary tract infection, headache, nausea, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, cervicitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event alopecia added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections "), dysgeusia ("parageusia "), migraine ("migraines "), menstrual disorder ("menstruation issues ") and hypersensitivity ("allergic reaction "). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, dysgeusia, migraine, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered dysgeusia, hypersensitivity, infection, menstrual disorder, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and lower abdominal pain. Concurrent conditions included uterine bleeding and back pain. Concomitant products included nsaids and paracetamol (acetaminophen). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding") and menorrhagia ("menorrhagia"), 3 years 9 months after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ uti"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced cervicitis ("infections - endo cervicitis"). On an unknown date, the patient experienced back pain ("pain lower back area"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), nausea ("nausea"), headache ("headaches") and alopecia ("hair thining"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea and dyspareunia was resolving, the hypersensitivity, menstrual disorder, cervicitis, urinary tract infection, dysgeusia, nausea, migraine, headache, depression, anxiety and alopecia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, anxiety, back pain, cervicitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008, (B)(6) 2008 05apr2012:-name of operation: endometrial biopsy diagnosis: endometrium, biopsy: proliferative-pattern endometrium; negative for malignancy. Large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Specimens: endometrium (B)(6) 2012:- emb: endometrium, biopsy: proliferative - pattern endometrium; large number of polymorphous leukocytes within endo cervical mucin seen. Comment: patient might have marked acute endo cervicitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.